Event description:
It was reported by the edwards territory manager that during valve deployment, valve moved slightly ventricular. This caused a final deployment position that was determined to be too ventricular with possible native leaflet overhang. Patient had a low diastolic pressure post deployment as well as severe central ai, mr and elevated pa pressures. A second 23mm valve was positioned more aortic resulting in a satisfactory final result. Diastolic pressures rose, mr diminished and pa pressure were decreased additional information: the annular diameter measure 19mm by tee. The stj diameter measured 20 mm. The aortic valve and leaflet calcification was described as severe and the aortic root calcification was moderate. The image intensifier angle and the coaxial alignment of the valve and delivery system were described as good. During valve deployment ventilation was held and there was no loss of pacing capture. Pre-deployment the valve was positioned 50:50 and the final valve position was 20:80 ventricular.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the tavr procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve or delivery system, narrow, calcified stj, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The root cause of the aortic valve malposition cannot be confirmed. However, it was reported that the valve may have inadvertently moved during deployment. This valve malposition and/or the possible native valve leaflet overhang likely caused the central ai on initial valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.